Manufacturer narrative:
Additional manufacturer narrative: partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. It does not represent a malfunction of the device. In this case, there was evidence of coronary artery occlusion due to the device and the patient required coronary artery bypass. Based on the available information, the root cause of the event remains indeterminable but was likely due to patient and procedural factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, a 19mm pericardial aortic valve was implanted the patient required CABG x1 due to occlusion. Per obtained medical records, the (B)(6) female patient underwent redo sternotomy due to congestive heart failure, hypertension, critical prosthetic aortic stenosis (non-edwards device), reduced left ventricular function, and compromise right main from the previous non-edwards valve. A 19mm valve was prepped and implanted. After the patient was weaned off cardiopulmonary bypass, the right heart appeared quite sluggish and reluctant to back on cardiopulmonary bypass, the surgeon performed a bypass graft to the right coronary artery. The patient had immediate resumption of right ventricular function and his hemodynamics seemed to a stabilized. The patient was transferred to the surgical intensive care unit in critical but stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.